Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, the outflow aspect, and into the orifice. Host tissue was heavy at the stent inflow and moderate at the stent outflow. Host tissue fused two (2) sets of leaflets at their respective commissures. Heavy host tissue overgrowth pulled one (1) leaflet away from the valve's central coaptation area. Incidental findings: the wireform near one (1) leaflet was exposed on the outflow aspect and nearly 50% of the sewing ring had damages; these are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the clinical report of stenosis secondary to pannus formation could be confirmed, as host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral pericardial valve was explanted after six (6) years, three (3) months due to mitral stenosis and regurgitation secondary to pannus formation. This valve was replaced with a 23mm pericardial bioprosthesis. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.